Event description:
Allegedly, the patient was revised due to the following mom complications: severe hip and groin pain; elevated cobalt and chromium levels; MRI confirmed left hip join effusion (left).